Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had grainy image. The issue was found during set up / inspection for use for unspecified procedure. There were no reports of patient harm.